Event description:
The customer reported that the device was unexpectedly shutting down during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device was unexpectedly shutting down during use which could prevent the delivery of therapy. No adverse pt impact was reported. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.